Manufacturer narrative:
Follow up #1 (06/12/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter failed testing, the radio frequency (rf) module failed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.